Event description:
It was reported by service report that the cot would not cycle nor load effectively. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Latch lever.